Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flexvision computer was unable to boot up. Philips remote service engineer (rse) analyzed the logs and confirmed the error "rmt - swf: device 'flexviewing pc for flexvision' is unreachable". Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the system could not communicate with the flexvision pc. Fse connected an ethernet cable from the flex pc to the switch, and attempted to reload the software, but the attempt failed. The defective flexviewing pc was returned for failure analysis was able to confirm that the failed component was "hdd bay. Fse replaced the flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1152-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing the system from booting. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.